Manufacturer narrative:
The lens was not implanted and therefore not explanted. (B)(6). Serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) broke during implantation. Reportedly, the trailing haptic was caught in the injector and broke and the iol had to be removed from the patient's eye. No further information was provided. This report is to record the lens. A separate report will be filed for the cartridge.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the serial number is unknown; therefore the manufacturing records could not be reviewed. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.